Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the shaver was plugged in doing fine and then it starts grinding and then it stops. It even started smoking